Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead had been showing high, out of range pacing impedances for over a month. Also, noise had been observed. The lead had been in unipolar mode and showed no capture at max output at unipolar and bipolar. The origin for this lead issues was assumed to be related to a lead fracture according to the sales representative. The patient is not dependent and has an underlying rhythm of 40 bpms. The lead has been explanted and a new rv lead was implanted at the same procedure. When extracting the old rv lead the tip/helix broke and now remains in the rv apex. The lead has been returned for analysis. No additional adverse patient effects reported.

Event description:
It was reported that this right ventricular (rv) lead had been showing high, out of range pacing impedances for over a month. Also, noise had been observed. The lead had been in unipolar mode and showed no capture at max output in unipolar and bipolar. The origin for this lead issues was assumed to be related to a lead fracture according to the sales representative. The patient is not dependent and has an underlying rhythm of 40 bpms. The lead has been explanted and a new rv lead was implanted at the same procedure. When extracting the old rv lead the tip/helix was observed to be broken and now remains in the rv apex. The lead has been returned for analysis. No additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed a fracture of the lead tip approximately. The tip of the lead was not returned, as was reported from the field. Based upon the clinical observations and the laboratory findings, investigation determined the tip of the lead became fractured due to a combination of factors including manipulation during removal, lead design, and patient anatomy. The returned lead was inspected and analyzed. Visual inspection of the lead showed a set of setscrew mark on the terminal pin, not in the correct location, toward the terminal pin's front end. At the location of the setscrew mark, there are signs of electrical pitting and also on the opposite side on the terminal pin as well. Continuity testing passed, indicating conductors are intact and x-ray showed no conductor fracture. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead had been showing high, out of range pacing impedances for over a month. Also, noise had been observed. The lead had been in unipolar mode and showed no capture at max output in unipolar and bipolar. The origin for this lead issues was assumed to be related to a lead fracture according to the sales representative. The patient is not dependent and has an underlying rhythm of 40 bpms. The lead has been explanted and a new rv lead was implanted at the same procedure. When extracting the old rv lead the tip/helix was observed to be broken and now remains in the rv apex. The lead has been returned for analysis. No additional adverse patient effects reported.

Manufacturer narrative:
The returned lead was inspected and analyzed. Visual inspection of the lead showed a set of setscrew mark on the terminal pin, not in the correct location, toward the terminal pin's front end. At the location of the setscrew mark, there are signs of electrical pitting and also on the opposite side on the terminal pin as well. Continuity testing passed, indicating conductors are intact and x-ray showed no conductor fracture. This investigation will be updated should further pertinent information be provided. Correction of report source, g2 and impact codes, h6 fields.